Manufacturer narrative:
Section d4: serial #/lot # was requested but was not provided. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed. A log file was extracted from the centrimag console (serial number (B)(6), returned and functionally evaluated separately and under a separate event). An s3 alarm was observed on (B)(6) 2022 at 16:33 correlating to a fan-related sub-fault. The system was not observed to have been in patient use at this time. No other notable events within the timeframe of this event (sep2022) were observed. The centrimag motor (serial number unknown) was not returned for analysis, and the motor in use at the time of the event was unable to be determined. Questions regarding the motor were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. M, section 4 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. A supplemental report will be submitted once the manufacturer¿s investigation is completed. The initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that there was an s3 alarm on (B)(6) 2023 at 16:33. The system was not in use by patient at the time. Related regulatory reference report MFR # 3003306248-2023-01379.